Event description:
It was reported that during a procedure of the mildly tortuous, concentric, heavily calcified, 99% stenosed, mid left anterior descending artery, the balance middleweight (bmw) elite guide wire was advanced with a non-abbott micro catheter. The guide wire was unable to be torqued when crossing the lesion; then the guide wire could not be removed from the micro catheter. The two devices were removed from the anatomy as a single unit. A non-abbott guide wire and the same micro catheter were used to complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified;